Event description:
Pt with history of urinary incontinence underwent a birch urethropexy at another facility. Around 4 months later, pt sought care from another physician who determined the mesh from the device previously implanted had eroded in the bladder at the 4:00 position. The pt underwent cystoscopy and partial removal of the mesh endoscopically. According to the removing physician, another surgery will be required to totally remove the embedded mesh, which is part of the device implanted. This reporting facility has contacted md's office numerous times in attempt to obtain info on the implanted device to report the info. As of the date of this report, neither m.d. Nor his staff has responded to requests for info on the implanted device. There was no identifying info on the portion of mesh removed.